Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to continue using the original cartridge for insulin therapy. No additional patient or event information was provided.